Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain: pelvic') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple cesarean sections in 2005, cesarean section in 2005, acne, genital discharge abnormality, hemorrhoids, bacterial vaginosis, bacterial infection, abdominal pain, constipation chronic, bloating, fatigue, back pain, blood in stool, appetite disorder, diaphoresis, fever, vomiting, gastritis, dyspareunia, blood loss of (nos), loss of interest, yeast vaginitis, depression, oligomenorrhea, asthma, smoker, cough, postnasal drip, facial pain, otalgia, tooth pain, wheezing, acute atopic conjunctivitis, rhinorrhea, breast pain, lymphadenopathy, anxious mood, familial atypical multiple mole melanoma syndrome, needle stick/puncture, vaginal burning sensation, dysuria, insomnia, menopausal and leg cramps. Current weight (B)(6) lbs. Previously administered products included for contraception: iud from 2011 to 2012 and iud from 2007 to 2010; for an unreported indication: oral contraceptive, apap, laxative and ibuprofen. Concurrent conditions included vaginal discharge, vaginal itching, vaginal irritation, vaginal odor, eye redness, sore throat, multiple allergies, nasal congestion, pharyngitis, pruritus, (B)(6), hematuria, right lower quadrant pain, ovarian cyst, skin lesion and memory disturbance. Concomitant products included ethinylestradiol;norgestimate (sprintec) since (B)(6) 2015, (B)(6) vaccine, levonorgestrel (mirena) since 2005, naproxen, paracetamol (tylenol) and vitamins nos (multivitamin). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), migraine ("migraines / headaches/ other injuries/symptoms:migraine"), abdominal pain lower ("other injury(ies) or complication(s) please describe: cramps"), weight fluctuation ("weight gain/ loss (specify which one)") and paraesthesia ("pins and needles feeling from waist to my legs"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced mental disorder ("psychological or psychiatric problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), nausea ("other injuries/symptoms: nausea"), tooth disorder ("other injuries/symptoms:dental problems"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), visual impairment ("other injuries/symptoms: vision problems"), eye disorder ("vision/eye problems"), abdominal distension ("belly swelling"), abdominal pain ("pain: abdominal"), vaginal discharge ("bladder/urinary problems: vaginal infection, vaginal discharge") and headache ("other injuries/symptoms: headaches") and was found to have hormone level abnormal ("other injuries/symptoms:hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (tubal ligation, removal of essure device). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal distension and abdominal pain had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, mental disorder, migraine, alopecia, abdominal pain lower, vulvovaginal pain, weight fluctuation, paraesthesia, hormone level abnormal, nausea, tooth disorder, visual impairment, eye disorder, vaginal discharge, headache and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, eye disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, paraesthesia, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted- plaintiff did not undergo an essure confirmation test. As per patient notes of (B)(6) 2016, patient would like to discuss removal of essure due to desired pregnancy. Therefore on (B)(6) 2019, she underwent tubal ligation reversal (essure reversal). Patient received treatment for dysmenorrhea (cramping),pelvic pain, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, vaginal infection, vaginal discharge, hormonal changes, migraine, headaches, dental problems ,nausea, weight gain and vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on an unknown date: well-positioned intact fallopian tube occluder devices. Bilateral tubes are completely occluded; in (B)(6) 2013: total bilateral occlusion; on (B)(6) 2014: well-positioned intact fallopian tube occluded devices. Bilateral tubes are completely occluded. Bilateral occlusion.. Pregnancy test urine: on (B)(6) 2014: negative. Ultrasound pelvis: on (B)(6) 2018: mildly heterogeneous appearance of the uterus. This is a nonspecific finding but may be seen with underlying adenomyosis. No evidence of adnexal mass. Normal ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: nausea, vaginal bleeding, dysmenorrhea, menorrhagia, pelvic pain, weight gain, headache and hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received- case becomes incident. New events pain: abdominal pain, vaginal discharge, headaches and weight gain were added. The outcome of event dysmenorrhea (cramping) and pelvic pain was updated from recovering/resolving to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.